Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although the graftmaster stent delivery system (sds) was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. Overall, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. It was reported the graftmaster sds was attempted to advance through a 2.0mm lesion. It should be noted the jostent graftmaster instructions for use (IFU) states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than 2.75 mm in diameter. It is likely that the attempt to advance the sds in a smaller than indicated for use lesion contributed to the failure to advance. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that the left anterior descending (lad) perforation occurred during the inflation of a non-abbott balloon. The 3.0 x 19 mm graftmaster crossed through two non-abbott stents placed in the same procedure, but could not advance further through the vessel to the area of perforation, as the vessel diameter was 2.0 mm. An unspecified balloon was left inflated at the perforation while the patient was transferred to another site for surgery. Surgery was not required, as when the patient was re-examined, the perforation was noted to be sealed and the inflated balloon was removed. No adverse patient sequela was reported. No additional information was provided.